Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension upn: m365sc3138550 model: sc-3138-55 serial: (B)(6). Batch: 7121098, 7114483, 7121086, and 7121085.

Event description:
It was reported that two days post implant of the coverage 32 paddle lead of the spinal cord stimulator (scs) system the patient developed an epidural hematoma. The cause of the hematoma has not been determined, and it is unknown what if any intervention was provided. The patient underwent a procedure in which the paddle lead and four lead extensions were explanted. The devices will not be returned as they were disposed of by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension. Upn: m365sc3138550. Model: sc-3138-55 . Serial: (B)(6). Batch: 7121098, 7114483, 7121086, and 7121085.

Event description:
It was reported that two days post implant of the coveredge 32 paddle lead of the spinal cord stimulator (scs) system the patient developed an epidural hematoma. The cause of the hematoma has not been determined, and it is unknown what if any intervention was provided. The patient underwent a procedure in which the paddle lead and four lead extensions were explanted. The devices will not be returned as they were disposed of by the facility. It was additionally reported that the location of the hematoma was the back epidural space, causing the patient loss of motor function. The physician stated that the cause of the hemoatoma might be due to procedure and not the device, and the patient being thin and older. Drainage of the blood was also performed.